Event description:
A surgical coordinator reported a pt experienced an unexpected refractive outcome following an intraocular lens (iol) implant procedure. In a f/u, the surgical coordinator reported the pt also experienced blurry vision. The surgeon exchanged the iol for another lens approximately five months following the initial iol procedure.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The file indicated the use of a cartridge, handpiece and unk viscoelastic. Not enough info was provided to complete a phr for the cartridge and handpiece lot. The product investigation could not identify a root cause for the unexpected outcome. The file indicated that the iol was replaced with another lens. No further info has been provided. There have been no other complaints reported in the lot number,. Attempts have been made to obtain add'l info by phone and fax. A completed questionnaire was received. (B)(4).